Event description:
Patient came to ER and had v rates near 157 bpm on (B)(6) 2015. The physician said this rate is above a therapy zone and there is no recording on the device and no therapy delivered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. Two periodic iegms were recorded to the device memory and no shock delivery was performed by the device, confirming the clinical observation. The analysis of the periodic iegm of (B)(6), 2015 revealed right ventricular intervals of about 450 ms in addition to many unstable ventricular intervals within the programmed vt1 zone. Beside this periodic iegm no other episode was recorded on (B)(6), 2015, therefore no conclusion can be drawn towards the root cause of the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.